Event description:
A user facility reported to olympus that error "e217" occurred and the lamp was temporarily turned off after obtaining the white balance; the device was rebooted multiple times to recover. The intended procedure was completed using the same device. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
As the device was not returned to olympus for evaluation, a root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted.

Event description:
The initial reporter confirmed the error code (e217) occurred during a therapeutic procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see correction to b5, e1 and g2. The information in b5 and e1 was inadvertently left out of the initial medwatch report, and the information in g2 was incorrectly entered. Additionally, please see updates to d8, d9, h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the error code (e217) was unable to duplicated. It¿s probable the event occurred because of the scope that was connected at the time. The root cause of the error code (e217) was unable to be identified. Olympus will continue to monitor field performance for this device.